Manufacturer narrative:
(B)(4). Batch #: u79204 clinical code: (B)(4). Additional information was requested and the following was obtained: what is the surgeon's experience with the device? Has been using harmonic for years and especially hdi for about 1 year. He has gotten an increase in these cases where the pad burns off. Only uses in lap chole¿s so it is not a long procedure and does not have many activations. What heat management techniques were used during the procedure? Unknown. What generator power setting was used during the procedure? Unknown. Did the white tissue pad or the active black blade make contact with the gall bladder and liver? Yes. How long into the case did the puncture occur? Unknown. Does the surgeon believe there is an allege deficiency that led to the puncture? Yes ¿ believes the device is faulty. Why does the surgeon believe that the device led to the puncture of the gall bladder and liver? The blade melted. Was the patient's post-op care altered in any way? No. What is the patient's current status? Patient is doing well as of yesterday per the surgeon. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned disassembled in addition the device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic cholecystectomy there was a 'significant event as the pad melted and punctured the gall bladder and liver. It turned an elective clean contaminated case into contaminated with free spillage of bile.'